Manufacturer narrative:
Covidien reference number: (B)(4). Sample was not received for evaluation to confirm the reported failure. All manufacturing controls were checked and found acceptable and effective to detect the reported failure mode.

Event description:
It was reported that the patient came out of the operating room (or) intubated and the tracheal tube developed a leak in the cuff. Due to the leak, the tube was unable to allow for the delivery of adequate volumes. The patient was reintubated with the same size tube and again the cuff leaked. Not wanting to reintubate the patient again, the tube was manually inflated every hour until the patient could be safely extubated.